Event description:
This is a supplemental report for MFR report # 8010047-2017-00895 to provide additional information about the event. Additional information was reported on october 24, 2017. It was reported that the probe of the subject device fell off into the patient. The fragment of the probe was retrieved from the patient.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00681 to provide additional information.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on july 10, 2017, it was confirmed that the probe of the subject device was broken at 17 mm from the distal end. The broken probe tip was returned to omsc. Both the probe and the non-insulated part of grasping section had spark marks. The shape of the fracture surface showed that the crack developed from the spark mark as the starting point. The proximal side of the ptfe pad was worn away. The device history record for the lot indicated no abnormality with the event-related items below. Hf oscillation inspection. Appearance . This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode with grasping thick hard tissue at the distal end of the grasping section. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part, and a spark occurred between the probe and the non-insulated part. The crack developed with the spark mark as the starting point when the user output in seal & cut mode or grasped the tissue. Besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During a multiple internal hemorrhoidectomy procedure, the subject device was used. The physician noticed that the tip of the subject device was broken while using the subject device for the patient. The procedure was completed with a spare device of the same model. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on july 10, 2017, it was confirmed that the probe of the subject device was broken at 17 mm from distal end. The broken probe tip was returned to omsc.